Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Troubleshooting was performed and an o-ring was found on the pneumatic tap. The o-ring was removed and a new cartridge was successfully loaded onto the pump. Additionally, it was reported that resistance was experienced during the fill process with multiple cartridges. Reportedly, a cartridge and syringe needle change was performed multiple times resolving the issue. Customer's blood glucose level was 136 mg/dl.